Event description:
It was reported to boston scientific corporation that an exalt model d scope was used on an endoscopic retrograde cholangiopancreatography (ercp) used to treat bile duct stones performed on (B)(6) 2023. Halfway through the case after electrohydraulic lithotripsy (ehl) was used a couple of times, the exalt image on the monitor stopped working. Spyglass continued to work on the picture-in-picture (pip) screen but the exalt screen went completely blue, then blank resulting in a complete loss of visualization on the endoscopic/exalt view. They tried restarting, turning on and off the processor without succeeding. The procedure was successfully completed using another exalt scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block e1: the reported healthcare facility is: (B)(6). Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.